Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse was attempting to start therapy, but probe was not registering on the arctic sun device. They did not have the proper connections to test the probe on the bedside. Advised they would need to get another temperature in cable. If this did not resolve the issue, they would need to replace the probe. If neither of these correct the issue, the device will need to go to biomed. Per follow up information via phone on 08jun2026, the nurse confirmed replacement of the cable resolved the issues. The patient is continuing therapy at this time.